Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the time and date changed after a call service alarm "occrurred". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use without user intervention may result in the user running the incorrect basal segment, leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2018 with the following findings: a review of the black box showed evidence of a time/date reset, and several time/date resets post call service 054/052/012 alarms. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly, and no alarms occurred during the investigation. The pump passed the time test. The pump reverted to default time/date settings after 6 hours of power on reset. The reported ¿time/date reset¿ was duplicated.